Manufacturer narrative:
(B)(4). The rt200 breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510 (k) for that product is k983112. The complaint breathing circuit is currently en route to fisher & paykel healthcare for evaluation. We will provide a follow-up report upon receipt of the device and completion of our investigation.

Event description:
A hosp in (B)(6) reported via a distributor that the pins on an rt200 adult dual-heated breathing circuit are bent. The hosp observed the bent pins prior to use.